Event description:
It was reported that during a coronary stent procedure of a circumflex lesion, the physician experienced difficulty crossing the lesion, ivus was performed and a stent had been placed in the mid circumflex. After add'l ivus, it was determined that an add'l stent needed to be placed in the distal circumflex. The physician attempted to advance this stent, however, he was unable to cross the lesion. Difficulty was encountered removing the delivery/stent device. The guide and the sheath were removed and the delivery/stent device were left. While attempting to remove the delivery/stent device the stent dislodged on the wire. A snare was used to retrieve the stent without incident. Pt status is listed as "okay".